Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a non-recoverable 32056 error returned on the arm 3 during system startup. The user attempted troubleshooting by performing a hard power reset using the emergency stop, but the error persisted. Tse explained that the arm 3 would need to be deactivated so the procedure could proceed using three arms. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to correct the problem. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation. Isi has not received the usm associated with this event to perform failure analysis. A return material authorization (RMA) was issued to evaluate the isi device.